Manufacturer narrative:
Additional information received indicated that the customer after the customer changed the supplies and performed a fill tubing, the minimum fill alert was cleared. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 378 mg/dl and a correction bolus was delivered via the pump to address the bg level. The customer attempted to load 2 different cartridges with 250-300 units of insulin and received a minimum fill notification each time. The customer reverted to using another method to manage diabetes. As the customer did not have the pump at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the event was unable to be determined.